Event description:
The dome detached during traction removal while the doctor was stretching the device with the obturator. This occurred 210 days after placement. The dome was removed endoscopically.